Event description:
It was reported the customer was experiencing high blood glucose. Customer's current blood glucose was 30mmol/l and after set change his blood glucose was 20mmol/l. Customer reported that there was a leak on the reservoir chamber. Troubleshooting was done. Customer stated there was no air bubble in the reservoir. The customer was advised to return the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.